Manufacturer narrative:
Batch reviews performed on 25 september 2017. (B)(4).

Event description:
The patient came in due to signs of infection. The pathogen is unknown. The surgeon revised all medacta components and implanted a spacer. The surgery was completed successfully.